Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level was 253 mg/dl. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.